Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 week after the dental implant was installed in intraoral region #25, its removal was performed because the patient was in pain. The implant was installed 60 ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type I.